Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be cascading effect of the reported leaflet tear. However, the cause of the reported leaflet tear could not be determined. The reported dyspnea and recurrent mitral valve insufficiency/ regurgitation (mr) appear to be cascading effects of the reported slda and tissue injury. Dyspnea, mr, and tissue injury are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr)for a mitraclip procedure. During the procedure, two mitraclip was implanted. The final mr was 3. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, transesophageal echocardiogram was performed, it was determined that there was a single leaflet device attachment (slda) for the first clip and the clip was no longer attached to the posterior leaflet and posterior leaflet was torn. Mr was grade 4 after slda. Patient returned with shortness of breath. On (B)(6) 2026, two mitraclips were implanted on either side of the slda for stabilization. The final mr was grade <1.